Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire occurred. The sensor was inserted into the leg on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). MFR was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.